Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for three unknown cortex screw/unknown lot number. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a "non-compliant" patient who was implanted on an unknown date for a proximal femoral osteotomy, presented with delayed healing; a partial united osteotomy with shortening and varus collapse. 3 of the 4 (4.5mm) cortex screws were found broken at the plate/bone interface. Broken screws were easily removed and revision was completed with insertion of a titanium blade, plate and screws. The revision surgery was successfully completed with no surgical delay. This report is for three unknown cortex screws. This report is 1 of 2 for (B)(4).